Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) because wavelet did not match due to myopotential noise on electrograms (egm). The ICD remains in use. No further patient complications have been reported as a result of this event.